Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd phaseal¿ injector luer lock n35 had safety shield failure. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that before use of a bd phaseal¿ injector luer lock n35 had safety shield failure. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two picture samples were provided for investigation by our quality engineer. Upon visual inspection of the pictures received, the needle was observed exposed. As a lot number was unavailable for this incident, a production history review could not be performed. The exposed needle is a result of safety sleeve breakage. Safety sleeve breakage occurs when the injector is not properly disengaged. It is important to hold onto the white component of the injector when engaging/disengaging the product; do not touch the blue safety sleeve. If the safety sleeve grips are dislocated, the injector is activated and the needle is exposed. When removing the injector, it must be pulled straight back. If the injector is not removed straight back, the grips can become damaged and needle exposure will result. If the injector has been forced while engaging, the grips may also become damaged. Investigation conclusion: the exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengage. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. As the lot is unknown, DHR cannot be reviewed.

Event description:
It was reported that before use of a bd phaseal¿ injector luer lock n35 had safety shield failure. No report of serious injury or medical intervention.